Event description:
It was reported that a physician was having difficulties with the programming wand. The wand was functioning properly at first, then was unable to establish communication with a patient's device. The battery was changed, however, this did not resolve the issue. The reporter indicated that the green power light came on, but then turned off immediately. Good faith attempts to obtain the product for product analysis as well as the patient identifier information have been unsuccessful date.